Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae, blurred vision and irritation in the left eye (os) post treatment. On (B)(6) 2018, the patient reported mild irritation that improved as the day went on and blurred vision. On (B)(6) 2018, the patient rubbed left eye and resulted in a mild micro striae inferior nasal. In addition, an inflammatory response seen at 9 to 11:30 o¿clock. Oral steroid (medrol dose pack-prednisolone) and topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye post-op 20/20 -.25 x -.25 x 65.